Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383559 and lot number 5150492. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 383577. It was reported by customer that there is backflow of blood out of the end of the closed catheter system when it should be closed.